Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting what they feel is a false negative sars result. No confirmatory testing has been performed and no conflicting results exist, the customer feels they are positive because they are symptomatic.